Event description:
MFR rec'd a report from an attorney stating that a pt fell while using a commode. This allegedly resulted in a blood clot. Inspection by the MFR found the user height adjustments were uneven but the device functioned as intended.